Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 40 mg/dl and that multiple cartridges leaked insulin. Customer's bg level at the time of the cartridge issues was 370 mg/dl. No further information was obtained as customer declined troubleshooting with tandem technical support.